Event description:
Programming history was received for review from a site and high impedance noted on a pt's vns. Good faith attempts are being made for additional details surrounding the event.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.